Manufacturer narrative:
"It was reported that the machine suddenly failed to work during use, with no oxygen output. Upon on-site inspection by an engineer from the equipment section, it was suspected that the internal motor was damaged or the line was clogged, and the machine was stopped and replaced with a normal machine for use by the patient, no patient injuries. Upon investigation, the user report mentioned waiting for the manufacturer to repair the machine, which was actually done by a third party. Since dräger was not contacted to participate in the maintenance of the incident, its use and maintenance status is unknown, information is limited, and the root cause of the failure is unknown. The sn of (B)(6) is for fabius plus, while the sn of (B)(6) is for vamos, another product used on the fabius plus."

Event description:
It was reported that ventilation disturbed, no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that ventilation disturbed, no health consequences have reportedly occurred.